Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) struck the 5f non-cordis sheath hemostasis valve, causing it to split; while the user attempted to advance the device through the 5f non-cordis sheath. As a result, it became difficult to fully insert the device. Hemostasis was achieved by another unknown mynx device and manual compression was used for less than thirty minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was inspected prior to use and no anomalies were noted. Excessive force was not used to insert the device into the 5f non-cordis sheath. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx was used in a diagnostic procedure with a retrograde approach used. The deployer is mynx certified. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per product evaluation, the sealant was found exposed from the sealant sleeves and exposed to blood.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) struck the 5f non-cordis sheath hemostasis valve, causing it to split while the user attempted to advance the device through the 5f non-cordis sheath. As a result, it became difficult to fully insert the device. Hemostasis was achieved by another unknown mynx device and manual compression was used for less than thirty minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was inspected prior to use and no anomalies were noted. Excessive force was not used to insert the device into the 5f non-cordis sheath. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx was used in a diagnostic procedure with a retrograde approach used. The deployer is mynx certified. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside of a plastic bag. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was not returned for evaluation. An unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No damages were note on it and the stopcock was observed closed. In addition, the balloon was found fully deflated. The sealant was found exposed from the sealant sleeves and exposed to blood. The device was inspected for damages/anomalies that may have contributed to the reported failure and frayed/split/torn conditions were observed on the sealant sleeves. A dimensional test was not performed on the returned device due to the frayed/split/torn conditions observed in the sealant outer sleeve assembly. For functional analysis, a simulated deployment test was performed. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2, and the balloon was able to be completely withdrawn into the tamp tube. Visual inspection at high magnification revealed that the sealant was found exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed frayed/split/torn. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure ¿sealant sleeves (cartridge assembly- frayed/split/torn¿ was confirmed since frayed/split/torn conditions were observed on the sealant sleeves which may have contributed to the reported incident. In addition, per sealant condition and pe findings the reported ¿mynx control system-deployment difficulty-premature¿ was confirmed since the sealant was found exposed from the sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not used during insertion), and/or the condition of the procedural sheath possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.